Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter pulmonary bioprosthetic valve, moderate central regurgitation was reported with a gradient of 20 mmhg. A second, non-medtronic valve was implanted. The replacement was retro sternal. This may have "possibly contributed to the gradient". No additional adverse patient effects were reported.